Event description:
It was reported that a trained physician attempted arteriotomy closure of the cfa using a starclose device after a diagnostic procedure. Resistance was felt advancing the thumb advancer and the splitting of the sheath stopped. The safety release button was activated, which collapsed the vessel locator wings, enabling the device to be removed. Manual compression was applied to achieve hemostasis. There were no patient consequences. No additional information is available.

Manufacturer narrative:
The device history record for this lot did not produce any findings relevant to this investigation. The device investigation and complaint confirmation have not been completed because the device is unavailable. No manufacturing defects could be detected because the device is unavailable.